Manufacturer narrative:
Title: comparison of skin-sparing mastectomy using ligasure small jaw and electrocautery source: young woo chang1, hwan soo kim1, seung pil jung1, sang UK woo1, jae bok lee1, jeoung won bae1 and gil soo son1,2 chang et al. Date: world journal of surgical oncology (2017) 15:129. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study, conducted between january 2012 and december 2015, with the comparison of device and electro cautery pencils during skin-sparing mastectomy (ssm). Out of 81 patients 4 experienced skin necrosis.